Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. Abbott technical support was contacted and ble agent download was performed to resolve the event. The patient was in stable condition.